Manufacturer narrative:
(B)(4). It was reported that a patient underwent an ablation procedure for atrioventricular nodal reentrant tachycardia (avnrt) with a smartablate generator and suffered a grounding pad burn (degree unspecified). During the procedure, a grounding pad burn was noticed. There is no information regarding burn classification or intervention. Patient was discharged from the hospital. The physician did not provide a causality opinion for the cause of this adverse event. The device was evaluated and no error was found. Device is within specification. The device was subjected to a preventative maintenance, safety and functional testing and all tests passed. No malfunction found on device.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrioventricular nodal reentrant tachycardia (avnrt) with a smartablate generator and suffered a grounding pad burn (degree unspecified). During the procedure, a grounding pad burn was noticed. There is no information regarding burn classification or intervention. Patient was discharged from the hospital. The physician did not provide a causality opinion for the cause of this adverse event. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Since this adverse event might result in permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.